Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer contacted tsc to report false negative patient result for antibody screen testing on provue analyzer (this event) and manual gel testing ((B)(4)). Customer states that with 0.8% selectogen cells lot# vs153 exp. 11/6/18, patient is not reacting with homozygous fyb antigen on red cell#1, both on provue analyzer and manual gel. However, when same sample is tested with 2 different lots of 0.8% selectogen lots, fyb antigen is reacting at 2+ strength. Issue started on: (B)(6) 2018. Frequency: ongoing, isolated to one patient. Microtubes/wells or cell (donor #) affected: cell#1. Methodology used: manual gel and provue analyzer. Incubation time (for manual test only): as per IFU. Pattern observed: false neg result. Reaction grade obtained: zero. Customer was expecting: reactivity to fyb antigen. Method used to repeat: both manual gel and provue. Qc for all products used for testing has been deemed acceptable. Patient has history of anti-fyb from (B)(6) 2018. No erroneous results were reported to clinician due to known patient history of fyb antibody. Anti-fyb was detected on antibody screen of (B)(6) 2018.